Event description:
Per the audiologist, the patient experienced a decrease in performance. The results of an integrity test (B) (6), 2009 indicate multiple electrode anomalies. The results of a CT scan indicate a ¿kink¿, but with full insertion. Reprogramming around the anomalous electrodes did not alleviate the issues. The patient also reported pain and facial nerve stimulation. The patient was explanted (B) (6), 2009. More information on reimplantation has been requested, but was not available at the time of this report november 2, 2009.

Manufacturer narrative:
(B) (4).